Manufacturer narrative:
D10 - concomitant product: sigadaptxl, sig power sigadaptxl linear xl adapter, (s# (B)(6); egia60amt egia 60 artic med thick sulu, (lot# p5k0952); sig power sigphandle handle, (s# (B)(6); sig power sigpshell control shell, (s# (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vertical gastrectomy, the reload locked on tissue and could not be removed after firing. The scalpel failed to retract, the reload became jammed, and the retraction key broke. The controls on the power handle did not work to open the staple after firing the reload, and the manual retract tool broke. The surgeon slowly slid the tissue back into place, releasing the reload, and reinforced the area with an absorbable, monofilament suture, which resulted in an extended surgical time of 20 minutes. The surgery continued after the equipment was replaced.